Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
"Synchronous breast implant-associated anaplastic large cell lymphoma and invasive carcinoma: genomic profiling and management implications" rita a. Mukhtar md, michael holland md, david a. Sieber md, kwun wah wen md, phd, hope s. Rugo md, marshall e. Kadin md, and gregory r. Bean md, phd, and published in the plastic and reconstructive surgery global journal. Volume 7, no. 4 pp e2188; doi: 10.1097/gox.0000000000002188; published online 4 april 2019. The events of lymphoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation: bia anaplastic large cell lymphoma, deflated left breast implant, nonavid seroma, swelling,inductive ductal carcinoma, and speculated mass in the upper outer left breast. [(B)(4)].

Event description:
Through journal article "synchronous breast implant-associated anaplastic large cell lymphoma and invasive carcinoma: genomic profiling and management implications," the following was reported: "bia anaplastic large cell lymphoma, deflated left breast implant, nonavid seroma, swelling, inductive ductal carcinoma, and speculated mass in the upper outer left breast." Device has been explanted. The patient was treated with removal of implants, capsulectomy, partial mastectomy, sentinel node biopsy, radiotherapy, and endocrine therapy with no evidence of recurrence for 1 year. Inductive ductal carcinoma and speculated mass were deemed not device related.